Manufacturer narrative:
2/19/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed and attributed to dimensional discrepancies between the anvil, collar tube, and cartridge housing.

Event description:
The product was used during a vats bullectomy procedure. Reportedly, the jaws were difficult to open following application. Difficulty was experienced removing the device from the application site. The surgeon resected the tissue at the application site with another device.